Manufacturer narrative:
Relevant tests/lab data: updated. (B)(4).

Event description:
It was reported that a thrombus occurred. In (B)(6) 2016, a 27 mm watchman ® laa closure device was implanted during a left atrial appendage (laa) closure procedure. During a follow-up transesophageal echocardiogram (tee ) in (B)(6) 2017, there was thrombus on the device. The patient was to resume warfarin.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a thrombus occurred. In (B)(6) 2016, a 27mm watchman ® laa closure device was implanted during a left atrial appendage (laa) closure procedure. During a follow-up transesophageal echocardiogram (tee ) in (B)(6) 2017, there was thrombus on the device. The patient was to resume warfarin.